Event description:
It was reported that a pairing failed occurred. The wearable was inserted into the arm on (B)(6)2025. According to the patient¿s parent, on (B)(6)2025, it was reported that the pediatric patient experienced a pairing issue and 3 sensors would not connect. They called an ambulance because the patient was experiencing very high blood glucose values, with weakness and vomiting. After attempting to pair the 4th sensor, the sensor connected. The patient¿s pump showed a value of high and they called ambulance immediately. The ambulance took the patient to the hospital and there the patient was treated with insulin and hospitalized for 4 days. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.